Event description:
Note: this report pertains to the first of two malfunctions occurring during the procedure. The c-channel on the device (subject device) would not lock the guidewire in place, and when the device was removed, the guidewire came out with the device. The same event happened with a second device and the case was completed with a different device and guidewire. There were no reported patient complications. Refer to MFR report #3005099803-2008-06962 for details regarding the second device.

Manufacturer narrative:
(Guidewire channel damaged). The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.